Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 43 mg/dl. Customer inadvertently initiated a bolus resulting in the customer's bg to decrease. Customer consumed glucose tablets to address their bg. The customer was instructed to consult with healthcare provider regarding bg level.